Manufacturer narrative:
The reported event of inadequate atrial lead insertion was not confirmed. An atrial lead was able to be fully inserted into the header port with no issues. Device was functioning normally.

Event description:
It was reported that the patient presented in clinic for routine device change. During the procedure the implantable cardioverter defibrillator (ICD) had an atrial port issue and would not fully connect with the atrial lead. The physician elected to use a new device which was implanted on (B)(6) 2021. The patient was stable.